Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause was not reported. It was not reported if the patient was hospitalized. On an unreported date, the patient was treated with unspecified antibiotics (doses, routes and frequencies were not reported) for the event. At the time of this report, the patient was recovering from the event. Pd therapy was ongoing. No additional information is available.